Manufacturer narrative:
Concomitant medical products: iliac crest bone; allograft bone; tsrh connector / rod, rhbmp-2/acs; (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013."

Event description:
It was reported that the patient presented with disc protrusion and degeneration. The patient underwent l5-s1/1 posterior lumbar interbody fusion (plif) / transforaminal lumbar interbody fusion (tlif) using rhbmp-2/acs, iliac crest bone, allograft bone and spinal screws, connectors and rods. The bmp was placed inside implant and posterolateral space / gutter. The patient's last follow up exam was performed at 18 months. Bone healing was assessed as healed / fused with increased bone density at fusion site and persistent lucency inferiorly.